Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the surgeon thought that the discomfort in the neck region may have been from the extensions pulling or possibly tethered. They do not know the outcome of if the issue is resolved.

Manufacturer narrative:
Other applicable components are : product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 21-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neuro stimulator (ins) for essential tremor and movement disorders. It was reported that patient had discomfort in the neck region due to pulling of the extension wires. Surgeon removed the extensions, re-tunneled to a more lateral location and replaced the same extensions. It was unknown if the issue was resolved at the time of the report. Impedances were checked and all were in normal ranges. No further patient complications were reported/ anticipated as a result of this event